Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock out-of-range impedance measurements on the right ventricular (rv) lead. Technical service (ts) was reached out and troubleshooting options were recommended. At this time the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. The device could not be interrogated due to requiring a new cell adapter. Troubleshooting was performed. And the device displays high out of range shock lead impedance measurements on the right ventricular lead. Additional information received indicates that an x-ray was performed and migration was confirmed. A revision will be performed. At this time the product remains in service and no adverse patient effects were reported.